Manufacturer narrative:
H6 - device code has been updated based on reason for surgical intervention being confirmed via follow-up. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up confirmed the patient's ipg was electively explanted and replaced, as there were no alleged device malfunction.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was explanted and replaced for an unknown reason.